Event description:
It was reported that possible thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed with a watchman trusteer access system and a watchman flx pro closure device and delivery system. The procedure was being performed using intracardiac echocardiogram (ice). During the procedure after the watchman trusteer access system was advanced to the left atrium, the ice rep and the boston scientific watchman rep noticed something on or near the watchman trusteer access system sheath in the left atrium via ice imaging as the physician completed angiogram of the laa. Aspiration was performed and the physician moved everything to the right side of the heart and no longer saw it on ice. The physician removed the watchman trusteer access system sheath from the body. Nothing was observed to be removed via aspiration nor on the watchman trusteer access system once removed. A new watchman trusteer access system was used to complete the implant procedure. The physician said it could have been a thrombus. The patient also had a dialysis catheter and the physician mentioned that what they saw on ice imaging could have been foreign material from that.